Event description:
The customer reported to beckman coulter (bec) that the coulter lh 780 hematology analyzer was leaking possibly from the ghost pump area. The customer was also getting hemoglobin (hgb) issues, incomplete readouts, voltage failures and low/high recovery on controls and the unit was shut down by the operator. The volume of the leak was a few ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure/control plan at the facility. The customer was wearing personal protection equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse performed a thorough investigation and was unable to find or observe a leak. Unrelated to the leak, the fse removed and verify hemoglobin (hgb) cuvette and found a plug in the vent line along with a dysfunctional solenoid 18 that was causing hgb low/high recovery on controls. The fse replaced solenoid 18 and cleaned vent line pathway that provided diluent to the hgb cuvette that was the cause of the low/high recovery and corrected the hgb issues. The fse was unable to find or observe an active leak. The cause of the low/high recovery of hgb was due to a dysfunctional solenoid 18 and plug vent line that provided diluent pathway to the hgb cuvette. (B)(4).